Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patient underwent a double mastectomy surgical procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices and programmer displayed the "cannot connect to generator. The generator is not responding" message. If attempt at troubleshooting by an abbott representative is unsuccessful, surgical intervention may be planned to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.